Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The used posterior paks was returned. The sample was visually inspected and no obvious defects were found. The balls in the drip chambers¿ check valves moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housings were in good condition. A calibrated console representing the current software version was used to test the samples. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. Leakage test: a pressure leak test was then conducted on the cassette utilizing an external pressure source and no cassette leakage was detected. Priming test (symptom detected - error 3305) : the sample could not prime and couldn't pass intraocular pressure (iop) calibration successfully. System message code (smc) 3305 was displayed on the console screen. Removing the aspiration line from the probe, the sample the sample could prime and pass iop calibration. Fluid flowed from the cassette through the distal end of the aspiration line, this concluded that there was no occlusion in the aspiration line. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The priming error generated was symptomatic of a probe issue and will be addressed by generating a new child record to further investigate by manufacturing site. After an investigation of this complaint, it has been determined that no leakage was observed from the cassette; therefore, no corrective action is required at this time. The probe manifold was sent to company for further evaluation for the priming issue report. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the cassette was leaking water and which caused the product could not prime before surgery. The surgery was completed after replacing the product. There was no patient harm.